Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 7.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a non-boston scientific device. No patient complications nor injuries reported.